Event description:
It was reported that the incubator carrier fell from the cot. It was further reported that the head section would not fully extend and did not lock on the safety hook when coming out of the ambulance. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Result: head section.